Event description:
Port placed for administration of chemotherapy could not be accessed after being implanted for approximately four months. Contrast injection revealed extravasation. Removal of the catheter and port followed. No further details are available regarding the circumstances surrounding this event. This device was not returned for evaluation. Therefore, no failure analysis will be available. Since this device was in place for approximately four months and no difficulty accessing the device was encountered prior to this incident. Co believes initial placement, user technique during access and patient anatomy may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."